Manufacturer narrative:
The field service representative was unable to determine a cause, but noted he checked usm function, rinse mechanism, rinse stations and cleanliness of bath. Customer ran precision study, and results met laboratory specifications.

Manufacturer narrative:
The field service representative was unable to determine a cause, but noted he checked usm function, rinse mechanism, rinse stations and cleanliness of bath. Customer ran precision study, and results met laboratory specifications.

Event description:
.

Event description:
.